Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that "intermittent catastrophic failure" occurred. It was noted that there were output, sensing, capture and telemetry/programming anomalies.